Event description:
It was reported that during the procedure to treat kidney stones, there were five fibers that broke and cracked within minutes of using them. For all fibers, it was noted that this was the first time they had been used. All fibers were broken at the glass tip; however, it was reported that no fiber fragments fell inside the patient. The fibers were replaced, and the procedure was completed using another fiber. There were no complications or injury to the patient or users. This report is for the third fiber.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The product record review results detailed in the prr table did not determine probable cause. A device history record review (DHR) was performed and confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A labeling review was performed on the device instructions for use (IFU). The IFU cited that, the fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Based on the information available, the conclusion code "unable to exclude device problem" has been assigned as the most probable cause.

Event description:
It was reported that during the procedure to treat kidney stones, there were five fibers that broke and cracked within minutes of using them. For all fibers, it was noted that this was the first time they had been used. All fibers were broken at the glass tip; however, it was reported that no fiber fragments fell inside the patient. The fibers were replaced, and the procedure was completed using another fiber. There were no complications or injury to the patient or users. This report is for the third fiber.